Event description:
It was reported in xio that dose and mu values are not calculated correctly for dynamic conformal beams with a motorized wedge treatment aid (dose is not being calculated for the arc sub beams). This issue resulted in a mistreatment; however, did not resulted in serious injury. No further information was reported.